Manufacturer narrative:
The system was not made available for evaluation. Therefore, no results are shown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the screen display was blacking out intermittently. There was no patient present when this issue was observed.